Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous left brachial vein. A 7.0 x 40mm mustang balloon catheter was advanced through a 5fr non bsc introducer sheath, and over a .035 non bsc guide wire. The balloon was inflated with a non bsc inflation device at 10atms on the 1st inflation, and a leak was noted under angiography. The device was removed and the rupture was confirmed outside the patient. A non bsc stent was implanted. A 8 x 40mm mustang balloon was used to perform post dilatation to complete the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).